Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set cannula kinked event on (B)(6) 2024 and (B)(6) 2025. The events occurred within three hours after insertion. The insertion site was thigh and upper buttocks. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi). No further information available.